Manufacturer narrative:
Note: a supplemental report will be submitted upon completion of the investigation.

Event description:
The reporter stated that an acuity central station had lost power for an unknown reason. The unit would not power on. This resulted in a temporary inability to centrally monitor patients.